Manufacturer narrative:
Intensity of the neoblue blanket unit was measured at 7 uw/cm2/nm by the complainant with a neoblue radiometer. The complainant stated that there had been no damage to the neoblue blanket light pad and no additional light pad was available at the facility to install in the light box. Natus technical service provided instructions on how to take measurements with a neoblue radiometer and provided an additional copy of the neoblue blanket service manual. The light box was removed from service. Ordering information for a replacement light box was provided, but no order was received. Return of the light box involved in the complaint was requested, but the light box was not returned. The cause of the issue could not be determined because the light box was not returned.

Manufacturer narrative:
Natus medical has requested for the device to be sent back to natus medical for investigation. The 4 year old device was currently not in service. Service records for this account from the past 2 years were reviewed and no records related to this unit and complaints were found. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received a complaint on (B)(6) 2017 about their neoblue blanket system had low intensity. No report of death/serious injury, delay in treatment, or environmental/safety concerns.